Event description:
The customer reported that the system would display a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative performed 20 high technique shots to reduce gas bubbles at the monoblock. The system was tested and found to be working as intended and put back in service.